Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Linx photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Test results attached. Additional information : subject (B)(6) did have device implanted that was part of the recall. Surgical date (B)(6) 2016. Surgeon asked: do we know the occurrence percent (referring to discontinuous devices)? And occurrence as it relates to time out from surgery? Has MRI been identified as a factor or if anything else has been identified as contributing to an occurrence? What is being done to ensure this does not continue to happen? Answer to surgeon= as a company we are still within the risk limits and continue to monitor on a monthly basis. Moving forward we will have an external call with surgeon. Additional information was requested, and the following was obtained: did the patient undergo an MRI since device implant? Yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? What was the strength of the MRI? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place, can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Additional information received: height 71 inches. Weight (B)(6). Caucasian. MRI patient underwent while linx device was implanted = yes. (B)(6) 2016 bravo capsule test completed. Results in attachment (baseline key and impedance ph key). Pantoprazole 1 mg. Endoscopy completed. Patient seeks consultation for troublesome symptoms related to reflux despite use of once daily ppis. = yes. Ppi taken once a day at a standard dose for symptomatic gerd or healing of esophagitis for at least 8 weeks = yes date started 1/1/2010. Abnormal distal esophageal ph determined by total % time ph <4 or demeester score. Testing to be completed off gerd medications for at least 7 days, with the exception of antacids, which may be taken up until the morning of the visit. = yes. Moderate or severe regurgitation per the foregut symptom questionnaire while taking once daily ppis. = yes. A total gerd-hrql score of >11 while off gerd medications for at least 7 days, with the exception of antacids, which may be taken up until the morning of the visit = yes. (B)(6) 2017: belching: occasional. Bloating: occasional. Increased gas: occasional. (B)(6) 2018: heartburn: symptoms noticeable and bothersome but not every day. Belching: occasional. Bloating: occasional. Increased gas: occasional. Severe acid taste in the mouth: less than one day a week.

Event description:
It was reported that a participating site (caliber study) of a subject with a discontinuous device (linx). No subject number was provided.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2022.

Manufacturer narrative:
(B)(4); date sent: 6/22/2022. Additional information received: spoke with attorney for patient to explain the analysis process via: CT imaging. I agreed to discern the current device status and she agreed to check with her partner to confirm agreement to participate in viewing the analysis via: zoom. Requested device be shipped to (B)(6).

Manufacturer narrative:
(B)(4). Date sent: 9/20/2022. Investigation summary: the linx device was scanned using the nsi x3000 micro-focus x-ray / computed tomography (CT) scanner.. The device was received in a discontinuous configuration and both ends of the discontinuous device were CT scanned. These scans produce digital 3d volume reconstructions that can be cross sectioned and analyzed non-destructively. Visualization & measurement of key internal features were made using this technology, primarily the washer through hole diameter in the top link and the weld ball diameter in the bottom link. Washer through hole: the diameter of the washer through hole of the discontinuous bottom link was approximately 0.024¿ at the narrowest point. This is outside the torax specification of 0.020¿ ± 0.001¿. The hole appeared to be concentric and normally shaped link weld ball: a cross section of the link wire weld ball that remained outside of the discontinuous top link is shown in figure 2. The diameter was measured to be approximately 0.024¿. This measurement is within the torax specification of 0.024¿ ± 0.001¿. Photo analysis: an x-ray image of the device in vivo was sent. The medical safety officer reviewed the image. Per the msos review: "the image demonstrates a discontinuous device located below the diaphragm". The DHR for lot 12436 was reviewed. No defects, ncrs, or reworks related to the product complaint were found. Lot 12436 was an affected lot of the 2018 linx recall.

Manufacturer narrative:
(B)(4). Date sent: 6/24/2022. Additional information received: dr. (B)(6) has asked some additional questions that needed to be addressed. The additional questions are below: do we know the occurrence percent (referring to discontinuous devices)? And occurrence as it relates to time out from surgery? Has MRI been identified as a factor or if anything else has been identified as contributing to an occurrence? What is being done to ensure this does not continue to happen? (B)(6) was able to do some research and walked us through the research results that answered dr. (B)(6) questions. 0.3% of devices have been reported as discontinuous. 74% of the reported devices have been confirmed to date (0.2%) time range reported for identification of discontinuity from initial implant procedure: shortest duration ¿ 0.8 years to longest duration to 10.9 years. Discontinuity was attributable to an oversized through hole in the device. As far as MRI linked to discontinuity, there is no indication that MRI conducted within the approved conditions can contribute to device discontinuity. We have not conducted testing of unapproved MRI¿s and cannot speculate on any potential impact they might have.

Manufacturer narrative:
(B)(4). Date sent: 6/17/2022. Additional information received: explanted date: 6/13/2022. The device was discontinuous. The doctor said they were able to successfully replace the discontinuous linx with a lxmc17.